Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing, which may have interfered with mode switching. The lead is currently programmed at the most sensitive, and remains in use. No patient complications have been reported as a result of this event.